Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by drawer failure. The field service engineer after the inspection found drawer had damaged row d board and spilled medications underneath. Replaced the legacy full height drawer. During troubleshooting red led on ¿l¿ board was found which was the reason for the replacement of 2nd full height drawer 07. After rebooting the device, the customer inventoried medications in the drawer and confirmed the issue has been resolved. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 issues with drawer failure. Upon inspection of the actual device, it was determined that the drawer had damaged row d board and spilled medications underneath. There were no adverse events or injuries reported based on this incident.